Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. On (B)(6) 2022, it was reported by the parent that the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the arm. The patient experienced loss of consciousness. The continuous glucose monitoring system (cgm) was reading 93 mg/dl and the blood glucose reading was low. Paramedics were called when the patient lost consciousness and fell. He was treated with intravenous glucagon and recovered. At the time of the report, the patient was at baseline. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.